Manufacturer narrative:
The insulin pump passed the displacement test, rewind, self-test, off no power test, basic occlusion test and prime test. Device received stuck in motor error alarm loop during bolus/basal delivery. Unable to confirm motor position encoder error alarms due to several history check failed alarms in the history file. History check failed alarms due to a corrupted history file. No displacement anomalies noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, unexpected restart error test and occlusion test due to motor error alarms. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.